Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. A leak was observed in the exposed portion of the soft cannula. A tear was observed in the cannula at the site of the leak. It could not be determined how or when this damage occurred or if the damage contributed to the reported failure to deliver insulin. No other components were observed to be damaged. The cause of the reported incident could not be determined. The device generated a 0x18 alarm, indicating that the reservoir was empty. The device was returned with the reservoir 0% full. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours their blood glucose level had rose to 275 mg/dl. As treatment, the patient applied a new pod.